Event description:
The instrument was used during a laparoscopic hernia repair. It was reported the instrument would not release the staples for the gun from start of the procedure. A new instrument was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: excessive dried body fluid and formed staple jammed in the cartridge nose. Cartridge cleared and fired remaining staples without incident.